Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review of the two lots shipped to this customer has revealed no anomalies. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that an enteral feeding device was placed in 2006, and five days afterwards, it was confirmed that "the tube had dislodged itself and migrated into the peritoneal cavity". Open surgery was performed to remove the device. The patient developed peritonitis and died four days later of "aspiration of pneumonia".